Manufacturer narrative:
Device evaluation of electrode belt (B)(4). Has been completed. The reported problem (no communication with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The cause for the shorted diode array was a shorted pulse wire to the distribution node pca. The cause for the shorted wires was a pulled cable that connects the distribution node to the rear therapy electrode. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was unable to communicate with a monitor.